Event description:
A cartridge was reported as not fitting properly on the pump, and it was initially not fully snapped into place. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer managed to attach the cartridge correctly and confirmed it clicked into place. Technical support instructed them to load a new cartridge following on-screen instructions, which resulted in successfully completing the load process and resuming insulin.